Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated. B3: estimated date.

Event description:
As reported to coloplast, though not verified: the patient was implanted with a titan touch in (B)(6) 2022. 18 months post procedure, the prosthesis began to show reduced functionality, currently at 50%. Additionally, after the operation, a lump appeared on the right side of the pubis reportedly as the result of a poor implantation of the prosthesis, possibly coming from the water reserve tubes. The lump has been increasing in size since the operation and has generated pain with the following activities: shedding [urinating], coughing, sex, bowel movements, walking and physical effort. This has reportedly caused the patient insomnia, anxiety, stress, and depression.

Manufacturer narrative:
Correction. G2: report source, updated to capture consumer. H6: health effect clinical code e2338 was removed and replaced with e2319 based on additional information.

Event description:
As additionally reported to coloplast, though not verified: penis and pelvic magnetic resonance imaging was performed. The imaging concluded a defective prosthesis (the cylinders have multiple angles both in flaccidity and erection). It was additionally reported that the reservoir was collapsed, there was fluid in right retzius space and the right scrotal sac, presence of a right inguinal hernia and the patient was experiencing permanent scrotal pain especially with bowel movements.

Manufacturer narrative:
This complaint was investigated to the extent information was provided to coloplast. Due to the legal nature of this complaint and the device not being returned for evaluation a thorough investigation could not be executed. Should additional information become available, a follow-up report will be filed. Complaints of this nature are monitored and captured within the product risk documentation except emotional changes. There are no clinical studies or literature to support a specific direct causal relationship between emotional changes and penile prosthesis. No further action or corrective action is required at this time. Correction: e020201 and e020202 removed.